Event description:
During the surgery, the suction irrigator stopped functioning. It was replaced with another instrument, and the new suction irrigator was not engaging. The robot was giving an error message. The next suction irrigator used was functioning normally. No patient harm.